Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. Functional testing with an inflation device filled with water was used to inflate the balloon to the rated burst pressure and revealed two pinholes on the proximal and distal end of the balloon material. There was no indication that the device was inflated over the rated burst pressure (rbp). The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral (sfa) artery. After a non-bsc guide wire crossed the lesion, a 3mmx20mmx143cm coyote¿ es balloon catheter was advanced for dilatation. However, during the first inflation at 1 atmosphere, the balloon ruptured. The device was completely removed and the procedure was completed with a coyote nc balloon catheter. No patient complications were reported and the patient's status was stable.